Event description:
The patient was implanted with a left ventricular assist device (lvad). The reporter noted that while taking patient back to the operating room for suspected aortic clot removal (reference MFR's medwatch report # 2916596-2013-01649), the patient's system controller had to be separated during the surgery to allow for clot removal. The pump speed was then reduced to 6000 rpms and system controller was noted to accept command. When the physician re-attached the system controller to the percutaneous lead (lead), the pump apparently started. The pump started when the percutaneous lead was engaged while the system controller fixed speed was at 6000 rpms. The reporter stated that no command buttons on the system monitor screen were touched just prior to this event.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.